Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient hospitalized for one night, due to high blood glucose (bg) levels of 380 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered at home using the pod every hour. At the hospital, a new pod was applied as treatment.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent and torn. During the investigation, fluid was observed exiting the tear. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred.